Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle came apart when activating the safety feature to retract the needle. This occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were corrected due to additional information: e.1. Initial reporter first name: (B)(6). Investigation summary: bd did not receive samples or photos for batch 5307442. A review of the device history record for the implicated lot number confirmed that all product specifications and lot release requirements were met. No manufacturing or quality issues were identified during production of the involved lot. The complaint could not be confirmed for lot 5307442 due to lack of supporting evidence. Bd was unable to identify a root cause for the reported failure mode. Complaints related to this device and reported condition will continue to be monitored and trended. The business team regularly reviews collected data to assess for potential emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle came apart when activating the safety feature to retract the needle. This occurred with one device. No adverse impact was reported regarding the patient or user.